Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a decrease in the battery remaining capacity from 41% to 15% in one month was identified, a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to return for analysis.